Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an electric shock. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed. Full functional testing, electrical safety testing, calibration, and a simulated therapy was performed with no issues noted. The reported condition was not verified. The device met specification related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.